Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the newly purchased allied telesis switch was not communicating when it was installed, which caused the central nurse's station (cns) to go into comm loss with all monitored bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: on a follow up with the customer, it was clarified that the new switch did not fail, but there were three other switches that failed at the same time due to power fluctuations. Based on the available information, the most probable cause of the issue is customer environment - power fluctuation. A switch is networking hardware that connects multiple devices, such as computers, wireless access points, printers, and servers on a computer network by using packet switching to receive and forward data to the destination device. The switches are not a nihon kohden product; they are manufactured by dell or cisco. They are configured by nk networking team to handle the network communication with our nihon kohden products (bedside monitors, central nursing stations, etc.). Most common causes of a failing switch are power outages, power surges, and wear and tear of internal components. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the newly purchased allied telesis switch was not communicating when it was installed, which caused the central nurse's station (cns) to go into comm loss with all monitored bedside monitors (bsms).

Manufacturer narrative:
The biomedical engineer (bme) reported that they purchased a new allied telesis switch to replace an old one they had, but when he hooked it up, no communication was occurring on the switch. The central nurse's station (cns) and all the bedside monitors that was connected to the switch were seeing communication loss. Nihon kohden technical support (tech support) asked them to see if they were seeing any lights on it. They said it had blinking lights on the ports. Tech support suggested they try and reset the switch because this switch should automatically recognize the connection speed of the devices connected to it and should be plug and play situation. The customer also thought that the switch they got might be defective, so tech support gave them the part number, so they can order another switch. The bme stated that the issue was with the switches. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitors: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they purchased a new allied telesis switch to replace an old one they had, but when he hooked it up, no communication was occurring on the switch. The central nurse's station (cns) and all the bedside monitors that was connected to the switch were seeing communication loss. Nihon kohden technical support (tech support) asked them to see if they were seeing any lights on it. They said it had blinking lights on the ports. Tech support suggested they try and reset the switch because this switch should automatically recognize the connection speed of the devices connected to it and should be plug and play situation. The customer also thought that the switch they got might be defective, so tech support gave them the part number, so they can order another switch. The bme stated that the issue was with the switches. No patient harm was reported.